Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant placement the implant got stuck to the an unknown biomet ratchet extension. Procedure was completed placing another implant with another instrument.

Manufacturer narrative:
Osseotite ratchet extension was returned for investigation. Visual inspection revealed that the ratchet extension had damage to the shaft and signs of use. However, upon functional testing, it was found that the ratchet was able to assemble and disengage with the returned implant. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. The alleged device malfunction was unconfirmed. A root cause cannot be determined.

Event description:
It was reported that during implant placement the implant got stuck to the ratchet extension. Procedure was completed placing another implant with another instrument.